Event description:
It was reported that the ilet bionic pancreas had a cracked screen, and the user was provided a replacement ilet and charger with instructions to return the original device and to sync data before shutdown. Symptoms included no adverse clinical effects, and the user continued therapy using backup options and their cgm as normal. Outcomes included no medical intervention, no hospitalization, and no impact on blood glucose control reported. Investigation included remote support, user education on return procedures, and attempts to retrieve the affected device for evaluation. Investigation of this case revealed that the device¿s display component was physically damaged, consistent with a screen break, and no device alarms or malfunctions were reported. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.